Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their merlin app. Upon further investigation, it was suspected that the ICD exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that programming changes were made and the implantable cardioverter defibrillator bluetooth telemetry was restored. Patient condition was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.